Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. H3 other text : see h10.

Event description:
It was reported that 3-5 relion® pen needles failed to deliver medication while priming them. The following information was provided by the initial reporter: "consumer reported when she puts pen needle on pen, she will dial up 1 or 2 units to prime and nothing comes out stated, does not over tighten stated, she will get 3-5 pen needles per box that are having this issue stated, both her and husband are diabetics therefore, they share the product... Stated, a few boxes have been affected but she did not think to report the issue, (lots unknown) only one box is being reported today."

Event description:
It was reported that 3-5 relion® pen needles failed to deliver medication while priming them. The following information was provided by the initial reporter: "consumer reported when she puts pen needle on pen, she will dial up 1 or 2 units to prime and nothing comes out. Stated, does not over tighten. Stated, she will get 3-5 pen needles per box that are having this issue. Stated, both her and husband are diabetics therefore, they share the product... Stated, a few boxes have been affected but she did not think to report the issue, (lots unknown). Only one box is being reported today."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.